Event description:
It was reported that during a lobectomy, as the surgeon was transecting and stapling the pulmonary vein, the vessel was still bleeding once the stapler was removed. The surgeon clamped and hand sewed. It appears that all the staples deployed. The pt experienced bleeding and was given one unit of blood. It was not provided what was used to complete the procedure.

Manufacturer narrative:
Date sent: 10/16/2009. Evaluation summary - the analysis results found that the atw35 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionally with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed, and no anomalies were found during the mfg process.